Manufacturer narrative:
This report is a follow-up to an already existing report. The distributor of this product incorrectly has identified theirself as the manufacturer of this device and submitted report number, 2939274-2019-62136, on their behalf. The device was not returned to rti surgical for evaluation. A DHR review was conducted and confirms the device met manufacturing specification prior to shipping from rti surgical facility. This report will be updated should information become available at a later date.

Event description:
It was reported to rti surgical on (B)(6) 2020 that there was a patient who underwent a revision on an unknown date due to 2 stage infection related to a previous hip surgery. It is unknown when index surgery was performed.